Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to hospital due to long lasting low flow situation. A computed tomography (CT) scan was done. Radiologist supposed an outflow graft occlusion. Additionally patient experienced symptoms of dyspnea and reduced kidney function. Patient was transferred to operating room on (B)(6) 2021 to undergo surgery. Jelly formation beneath the bend relief was confirmed and removed. Immediately after this intervention, patient came back in normal flow range of 4.2 l/min. . Patient was stable after surgical intervention of jelly-debridement.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) was confirmed through the evaluation of the submitted CT scans. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow alarms; however, the account reported the outflow obstruction caused the low flow alarms. Three CT scans were submitted for review, which showed evidence of extrinsic outflow graft obstruction. The controller event log file contained data from (B)(6) 2021 21:27:32 through (B)(6)2021 16:16:35. 30 low flow fault flags were captured, resulting in 10 low flow hazard alarms on (B)(6) 2021. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log files contained data from (B)(6) 2020 13:21:55 through (B)(6) 2021 03:59:21. No atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. A CAPA was opened to further investigate hm3 extrinsic outflow graft obstruction. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Section 5 of the heartmate 3 lvas IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an outflow graft clip was used in the original implant surgery.